Event description:
The device was removed due to a "tubing tear at pump strain relief." The pump/cylinder set was removed and replaced with catalog/serial number: 9918s/705439. 12/27/96 -upon receipt of requested info the physician/surgeon stated, "an specified leakage site was observed at the pump component. The tubing was not kinked or twisted around each other when he opened the pocket and that nothing was noted in the positioning of the device that may have caused stress to the device."